Event description:
The lay user/pt contacted lifescan (lfs) in 2005 alleging that the meter was set to the incorrect unit of measurement (uom). The pt had obtained a reading of 130 mg/dl and misinterpreted it to be 13.0 mmol/l. He did not experience any symptoms at the time of testing. He took his oral medication of "glycloxide" 1/2 a pill on a regular basis. Due to the high reading the pt visited the pharmacist and was tested on the pharmacist meter and received an 8.6 mmol/l (154 mg/dl). The pharmacist did not treat the pt. Due to the meter being set to the incorrect uom, the pt did not require any medical treatment or suffer a serious injury. The meter was previously set to the correct uom and the meter is not a new product (out of box). The pt does not recall recently going into the meter settings and changing the uom. Customer care agent (cca) sent the pt a replacement meter.